Event description:
Approximately eight months post hvad implantation, it was reported that the patient experienced power switching from one port of the controller to the other. All the batteries were replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event; the issue was resolved with the replacement batteries. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the pump remains implanted. Two batteries were exchanged and returned to heartware for evaluation. The batteries passed visual examination and functional testing; the devices performed per specification. The reported event was confirmed via log analysis which revealed one occurrence of battery switching and two critical battery alarms. While the exact cause of the reported event cannot be conclusively determined, controller log file analysis indicates a potential communication anomaly between the controller and the connected battery.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the batteries ((B)(4)) have been received by the manufacturer for further evaluation. Additional information will be submitted with-in thirty (30) days of completion of the investigation.